Event description:
Pt returned to or to right hip revision. Pt origianlly had hip arthroplasty almost three years ago. Rejuvenate stryker hip implants implanted then. Pt now has high serum levels of chromium and cobalt.